Event description:
Customer reported receiving calibration errors on her insulin pump. Customer reported that sensor glucose and blood glucose readings were inaccurate compared to actual blood sugar levels. Customer also reported that the sensor glucose versus blood glucose readings had a large discrepancy between them. Blood glucose level at the time of the call was not provided. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.